Event description:
It was reported that this pacemaker reverted to safety mode. The patient was not device dependent. Technical services (ts) recommended device replacement. This pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.